Event description:
It was reported that the procedure was cancelled. A ffr link and comet pressure guidewires were selected for use. During procedure, it was noted that the distal blood pressure pd (blue) is offset upward with a large gap, preventing dfr and fractional flow reserve (ffr) computation and had strange measurement results. Procedure was not completed due to this event and after using fifth comet pressure guidewire, last attempt, patient was sent to another hospital. Patient is stable and in good condition.

Manufacturer narrative:
E1 initial reporter phone: (B)(6)